Manufacturer narrative:
An event regarding pain and revision was reported. Malposition of a kinemax tibial baseplate was confirmed by x-rays. Method & results: device evaluation and results: not performed as the device was not returned for review; it remains implanted. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: excessive valgus malposition of 12° combined with excessive posterior tibial slope of 16° have caused considerable overload in the arthroplasty bearing due to instability, progressive in flexion. Rollback of the femoral component over the posterior border of the bearing has caused significant damage including a fatigue fracture of a posterior poly piece. Poly wear has been further enhanced by bone cement third body wear debris entering the joint space as caused by protrusion of excess cement in the posterior joint compartment. There was no evidence of patient or device-related factors. Device history review: DHR review was satisfactory. Complaint history review: chr confirmed that there were no other similar reported events for this lot. Conclusions: the medical review indicated that excessive valgus malposition combined with excessive posterior tibial slope have caused considerable overload in the arthroplasty bearing due to instability, progressive in flexion. Poly wear has been further enhanced by bone cement third body wear debris entering the joint space as caused by protrusion of excess cement in the posterior joint compartment. There was no evidence of patient or device-related factors. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. Device remains implanted.

Event description:
The insurance company reported that their customer was operated on (B)(6) 1999 in the vumc and received a kinemax plus total knee system (howmedica) on the right side 8 years after the implantation, the patient experienced pain in the right knee. On (B)(6) 2008, the patient was operated and the plastic insert appeared to be broken and was replaced. Parts of the insert were floating round in the knee.